Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During the procedure a non-(B)(6) guidewire the physician found the wire became stuck in the catheter. After some pulling the wire was successfully removed from the catheter, then a second non-(B)(6) wire was loaded into the catheter. Later in the procedure the physician observed the guidewire was no longer centered in the catheter and the guidewire lumen had detached from the catheter tip. The procedure was cancelled when the catheter was withdrawn from the patient. No patient complications occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).